Event description:
It was reported that, during pocket closure, noise on this right atrial (ra) lead was oversensed twice. It was not possible to reproduce noise by manipulating device pocket. The ra lead will be monitored. This ra lead remains in service. No adverse patient effects were reported.